Event description:
A user facility submitted a repair request to the olympus service center indicating, the visera pro video system center had noisy image (including momentary blackout) and had a bad connector lock. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation it was observed, the image was noisy, the connector lock was defective, however, the reported issue regarding dark image was not duplicated. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received indicating, the reported issue occurred prior to a therapeutic procedure on september 24, 2022, and the intended procedure was completed with the same device with no delay or health hazards.a review of the DHR found no deviations that could have caused or contributed to the reported issue.based on the results of the investigation, it is likely that the reported issue occurred due to failure of the video connector lock. However, the root cause could not be determined. Olympus will continue to monitor the field performance of this device.